Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value was 401mg/dl and 400mg/dl at the time of incident. Customer treated by drinking water. Customer stated that they had contacted their doctor regarding high blood glucose. Customer did not allege the pump of under delivery but the cannula of the set was bent. Insulin pump will not be returned for analysis.